Manufacturer narrative:
The customer said they did a generator test and the cns shut off and now getting error "protected keys not connected" when starting the cns. Nihon kohden technical support had him power off the central nurse's station (cns), reseat the dongle, and power it back on. The cns software started and everything worked as it should. This resolved their issue.

Event description:
The customer said they did a generator test and the cns shut off and now getting error "protected keys not connected" when starting the cns.